Manufacturer narrative:
(B)(4). The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had the seal protruding out of the swivel and it ran in the safety position (device was powerbroken). It was further observed that the device was running at 73,446 rotations per minute (rpm's) which was below the operational specifications (75,000 rpm). During repair it was observed that the locking components were damaged causing the device to run in the safety position, it was also observed that the vanes were worn out causing the device to run at a low rpm. It was further observed that the issue regarding the locking components was consistent with trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. It was determined that the issue with the seal protruding out of the swivel and the worn out vanes was consistent with normal wear over time. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings, from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device was below the rotations per minute (rpms) specification and the device ran in safety position. During in-house engineering evaluation, it was observed that the device had the seal protruding out of the swivel and it ran in the safety position (device was powerbroken). The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.